Event description:
It was reported that cs300 intra aortic balloon pump (iabp) was defective, no specific issue was mentioned. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, it was determined that the complaint was created in error by the dispatch. Hence, the record is invalid and no follow up report is necessary.